Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped with ten seconds of treatment left. The laser had a successful center test but was unable to complete the treatment so the surgeon called for technical assistance. The company representative walked the surgeon through completing the remaining portion of the treatment. No additional information expected.

Manufacturer narrative:
At the on site visit the company representative checked the system and could not duplicate any problem. The company representative performed tests according to service and installation record and found the system meets specifications. Review of the logfiles for the day of treatment shows successful initialization steps. The logfile shows 24 successfully performed treatments and 1 aborted. During preparation of the reported treatment the user got some problems to get good tracking of the eye and to perform the center test. The treatment was started and after a few seconds the user got a warning with wrong shutter state and the user should release and press the pedal again. This warning is due to the laser pedal is not pressed enough. After this message was cleared the user was not able to go on with the treatment due to pupil detection problems. After a while of trying to get good eye tracking and performing the center test the user aborted the treatment. The user restarted the treatment and finished it successfully. No problem with the system can be identified which might have caused or contributed to the reported event. The treatment report shows proper tracking of the pupil, though some eye movement is present within the allowed range. This might explain the finding in the logfile, where the re-initialization of the pupil tracking failed. The root cause for laser stopping was identified to be not pressing the laser pedal completely. After the interruption, the pupil detection was not successful (considered to be caused by improper fixation of the light by the patient), thus the safety system did not allow continuing the treatment. (B)(4).